Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to test to download history files and traces using thus due to blank display. Unable to test for failed batt test alarm due to blank display. Blank display due to missing battery tube spring. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded/stained serial number label, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. Using a test case, the pump was able to power up properly. The pump was able to pass sleep current test, active current test and self-test. History download was successful using thus. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-jun-2024 in the pump history file. (B)(6) 2024 08:13:28.000 batteryremoved. (B)(6) 2024 08:13:28.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:14:08.000 batteryinserted. (B)(6) 2024 08:18:15.000 batteryremoved. (B)(6) 2024 08:18:15.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:18:15.000 batteryinserted. (B)(6) 2024 08:18:15.000 alarmalertnotification faultnumber = failed batt test (58). (B)(6) 2024 08:18:17.000 batteryremoved. (B)(6) 2024 08:18:17.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:19:07.000 batteryinserted. (B)(6) 2024 08:19:07.000 alarmalertnotification faultnumber = failed batt test (58). (B)(6) 2024 08:19:23.000 batteryremoved. (B)(6) 2024 08:19:23.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:23:46.000 batteryinserted. (B)(6) 2024 08:23:46.000 alarmalertnotification faultnumber = failed batt test (58). (B)(6) 2024 08:23:47.000 batteryremoved. (B)(6) 2024 08:23:47.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:37:04.000 batteryremoved. (B)(6) 2024 08:37:04.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:37:06.000 batteryremoved. (B)(6) 2024 08:37:08.000 batteryinserted. (B)(6) 2024 08:37:17.000 alarmalertnotification faultnumber = batt out limit (6). (B)(6) 2024 08:40:02.000 batteryremoved. (B)(6) 2024 08:40:02.000 alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:40:05.000 batteryremoved. (B)(6) 2024 08:50:00.000. Alarmalertnotification faultnumber = battery removed (84). (B)(6) 2024 08:51:03.000. Alarmalertnotification faultnumber = post-reset ram crc alarm (23). (B)(6) 2024 08:51:17.000. Alarmalertnotification faultnumber = batt out limit (6). (B)(6) 2024 08:51:28.000. Alarmalertnotification faultnumber = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Failed batt test (58) - not confirmed. Pump error 23 - not confirmed. Batt out limit (6) - not confirmed. Failed batt test alarm unknown. Blank display was confirmed during analysis due to missing battery tube spring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.